Event description:
The cryo ablation probe came apart and popped off from the machine. It would not go back on the machine. The probe was in the patients liver at the time and had started to "freeze" in the liver (which is what it is supposed to do). The physician took the probe out and had to put a new one in.